Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient experienced starburst/streaks/glare which is evident with any light source (red, blue, green, white) and driving at night is debilitating due to the glare and streaks from headlights. The yag (yttrium aluminum garnet) procedure also performed on (B)(6) 2021. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the right eye.